Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the patient "suffered significant bleeding from the suture line" and "went into hemorrhagic shock during the night, forcing the surgeons to perform an emergency procedure to put a stop to the bleeding. We didn't witness any evident product malfunction or misuse during the trial".

Event description:
It was reported that the patient "suffered significant bleeding from the suture line" and "went into hemorrhagic shock during the night, forcing the surgeons to perform an emergency procedure to put a stop to the bleeding. We didn't witness any evident product malfunction or misuse during the trial".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "post-operative bleed" could not be fully confirmed and linked to a manufacturing issue. This is because the device was not returned for investigation. No visual inspection could be performed. The spu data was reviewed for the completed surgery of the complaint sample. The data did not reveal any defects or malfunctions of the device. It is necessary to receive the physical sample to perform a proper investigation, determine root cause, and implement corrective actions. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.